Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 and reported the up and down arrows and ok keypad buttons were intermittently unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4) - device evaluation: on examination, the keypad was intact without damage. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and revealed no evidence of contamination or damage to the button contacts. The pump was opened for investigation and did not reveal any evidence of defect, damage or contamination of the pump¿s interior components. Investigation could not confirm nor duplicate the complaint.